Manufacturer narrative:
The initial reporter contact details were not provided; therefore, this information was not captured in section e1. Unknown was captured in section a1 and no information was captured in section a4, as the patient's credentials and weight were not provided. The contour® plus test strips used with the contour® plus one meter is similar to the contour® next test strips used with the contour® next one meter available in the us market. The contour® plus test strips with sku # 7661 and lot # 4fqhh31a has the 510k # k210687 and UDI # (B)(4). The device was distributed outside the us, therefore, no gudid information exists.

Event description:
A nurse from china reported the patient's blood sample was tested using the contour® plus one meter, and blood glucose readings of 0.8 mmol/l were obtained twice using contour® plus test strips from lot # 4fqhh31a. The nurse then used a new bottle of test strips and obtained a reading of 8.7 mmol/l. It is unknown whether the new bottle of test strips was from the same or a different lot. There was no allegation of an adverse event. The nurse was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour® plus test strips from lot # dp4fqhc31a for evaluation. The contour® plus one meter associated with the event was not returned. Therefore, an in-house testing was performed with the in-house contour® plus one meter (serial # (B)(6)) and returned test strips using blood spiked with glucose at 3.74 mmol/l, as determined by ysi instrument in five replicates. All tests recovered within fit-for-use limits. Based on the information from the returned test strips, the lot number of the contour® plus test strips associated with this event has been corrected from 4fqhh31a to 4fqhc31a in section d4. Additionally, the model number and catalog number have been updated. The contour® plus test strips with sku # 7646b and lot # 4fqhc31a has the 510k # k210687 and UDI # (B)(4). The device was distributed outside the us, therefore, no gudid information exists. The UDI number has been updated in section d4.